Event description:
The event is reported as: the head of the device is smaller than the older devices. This device won't hold clips properly. No pt injury reported.

Manufacturer narrative:
The sample device has not been rec'd, therefore the investigation is incomplete at time of this report. A f/u investigation report will be sent when completed.